Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Visual examination of cuff showed that it had dark colored tubing. Functional testing confirmed leak where the tubing connects to the right angle connectors of the cuff. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional event info.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Report source - foreign; (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the disposable cuff was leaking with pressure fluctuating. Upon testing of cuff with our cuff test indicate leaking. The event occurred before the surgery. No patient involvement. No adverse events were reported as a result of this malfunction.